Manufacturer narrative:
Additional information has been received. The information has been provided in this report.

Event description:
It was reported that troubleshooting was completed but did not resolve the issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer's parent that the customer's insulin pump was over delivering. The customer¿s blood glucose level was 360 mg/dl at the time of the incident. The caller stated the customer had been experiencing lows for the past 10 days. Troubleshooting was not completed but the pump passed a self test and displacement test. The insulin pump will not be returned for analysis.